Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 5/16/2023. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned product determined that it was received, two needle suture pieces that pertain to the product code 8706h. During visual inspection of the returned samples, marks that appear to be caused by a surgical instrument were observed on the body needles. The suture pieces were examined and the end of the sutures was noted to be cut probably caused by a surgical instrument. As per the conditions of the returned sample, the functional test could not be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-02221, 2210968-2023-02223, and 2210968-2023-0222.

Manufacturer narrative:
Product complaint # :(B)(4). Component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: lot number : unk:sgbcmt. Events reported via: 2210968-2023-02223, 2210968-2023-0222.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke easily during use. No adverse patient consequences were reported. Additional information was requested.